Event description:
Clinical study. During coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a 99% stenosed, moderately calcified right coronary artery (rca). The physician attempting to deliver the taxus express2 8.8% 3.0 mm x 32 mm stent to the lesion when it was noted that a stent strut was protruding outward. The stent was not implanted. It was reported that the strut of the stent went "haywire" when the physician began to deploy the stent, so the deployment was aborted and the stent was removed. There were no pt complications reported. Of note, it was also reported that the pt died of an unknown cause in 2004.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox cx with 99% stenosis and a 3.2 mm reference vessel diameter. A 3.0 x 32 mm taxus stent was attempted to be placed but could not cross the lesion. The stent was removed from the guide and evidence of a strut protrusion was noted in the more proximal portion of the stent. Target lesion 1 was treated with predilatation and a second 3.0 x 32 mm taxus stent was able to be deployed. Residual stenosis was 0% following post-dilatation. Postoperative reopro, plavix and asa were initiated. Post-procedure, the pt had a significant drop in hemoglobin and underwent endoscopy showing an acutely hemorrhaging ulcer treated with cautery. Four units of prbc's were transfused and reopro, asa and plavix were discontinued. The pt then developed neurologic symptoms consistent with stroke and neurology eval revealed old frontal and right basal ganglia strokes. The pt had problems with speech and swallowing as well as aspiration which was treated with antibiotic therapy. A peg tube was placed 19 days later. The pt developed an episode of acute pericarditis which responded to therapy. Comfort measures and do not resuscitate orders were entered in the chart based on the pt's poor prognosis and previously stated wishes. Home hospice care was arranged and the pt was discharged on the 3rd day. The pt expired 1 1/2 months later at home with the immediate cause of death due to recurrent strokes (per death certificate). No autopsy was performed. In the opinion of the physician, it is "unknown" if the target vessel was involved with the event.

Event description:
Please disregard this MDR. This event has been captured in MFR. Report # 6000089-2004-01171.